Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The reporter indicated that the patient no longer has the device; the device is not being returned for investigation. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.